Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the pump was returned with a tear in the rubber keypad around the ok button. The ok and contrast buttons respond as expected. The up and down arrow buttons are intermittently responsive when pressed. All buttons have normal spring-back. The keypad was removed to investigate and evidence of contamination was found under the contrast, and up and down arrow buttons.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient claimed that the up/down/ok buttons required several presses to activate the desired pump functions. The keypad is reportedly intact. There was no adverse event associate with this complaint. The pump was replaced.